Event description:
Healthcare professional (hcp) reported home pt's (hp) transfer set became disconnected from an unk locking titanium adapter. Per hcp, home pt treated with 1 gm vancomycin and 40mg gentamicin (1 dose only) ip as a precaution. No pt injury associated with this event.